Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 10 minute result read time. Root cause: cannot duplicate with retain testing. Source: phone.

Event description:
Reported one conflicting sars result for an asymptomatic consumer. The consumer communicated they received one positive and one negative result on the same day and did not mention performing further confirmation testing.